Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # z7006g. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned with no apparent damage. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining nine (9) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Device history review: a manufacturing record evaluation was performed for the finished device batch z7006g number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/12/2025 d4: batch # z7006g. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy the er320 failed to deploy clips correctly several times. The staff stated that an initial firing was successful, followed by several misfires. The misfires consisted of a combination issues to include malformed clips, 2 clips ejected/dropped at once, and a failure to deploy clips. There were no patient consequences. A new clip applier was opened to complete the procedure.